Manufacturer narrative:
The pump was received with constant motion sensor test failure error alarms during the rewind and a motor position encoder error alarm was confirmed in alarm history due to a motor high current draw. No motor error alarm was noted during testing. Unable to perform functional testing due to the motion sensor error alarm. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 180 mg/dl. Customer stated the alarm received was motion sensor test failure. Customer was assisted in performing displacement test and test failed. The customer stated that insulin pump won't complete rewind. The customer was advised that the device would be replaced. The customer was advised to refer to backup plan. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 180 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.